Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the left ventricular (lv) lead was unable to transverse the vasculature to its target vessel. The lv lead was not used and was replaced. The patient was stable throughout.